Event description:
It was reported that during an ablation procedure, the magnet shifted from this implantable cardioverter defibrillator (ICD), resulting in oversensing and an inappropriate shock. No adverse effects were reported. This ICD remains in service.